Event description:
It was reported that the patient's spectra penile prosthesis was replaced with an inflatable penile prosthesis for unknown reasons. No patient complications reported in relation to this event.